Manufacturer narrative:
Device alarmed a35 during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to a35 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that the insulin pump received motion sensor test failure alarm while rewinding and insulin pump was not working. The customer¿s blood glucose level was 290 mg/dl at the time of incident. Customer was able to clear the alarms, however unable to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and to refer the back up plan. The insulin pump will be returned for analysis.